Event description:
Narrative from staff: during a cto (chronic total occlusion) a radiopaque piece of debris was identified within the right coronary artery and thought to be a piece of a stent balloon (2.75 x 38 onyx, ronyx27538ux, lot# 0011058488). The debris floated down stream into a terminal vessel and remained within the vessel. Narrative from op report: fragment of a stent-balloon catheter became dislodged from the tip of the balloon and ultimately lodged in a tiny, terminal side branch of a distal pl branch. It was not felt to be worth pursuing to retrieve it.